Event description:
In the literature article titled "cardiomems monitoring device migration: a rare complication" a patient underwent an rhc with intent to check on the sensor which was reported to have migrated after 6 years and was giving dampened waveforms. The sensor was recalibrated by an unknown amount and the patient experienced no further adverse consequences. It was reported that successful readings were taken afterwards.

Manufacturer narrative:
Additional information provided in b1, b2 and d4.

Manufacturer narrative:
The reported issue of waveform dampening was investigated and found to be related to migration to a lateral and more inferior position. The reported issue of measurement inaccuracy was investigated but cannot be confirmed at this time as the root cause was inconclusive. Data about the recalibration magnitude was not provided by the account. This reported event was not investigated for possible inaccurate reading. It was indicated in the event description that the sensor inaccuracy due to an external cause. The external cause was due to damped waveforms.

Event description:
Multiple attempts were made to obtain additional information from the customer regarding the event including device serial number, patient date of birth; however, no additional information was provided.